Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a port implantation procedure was performed for a patient diagnosed with diffuse large b cell lymphoma, with access obtained via the right internal jugular vein and the port placed in the right chest wall. On (B)(6) 2026, the patient returned to the hospital to schedule removal of the implanted port, during which an x ray examination identified a complete fracture of the implanted catheter (tube). Additionally, the tip of the catheter drops down by about 2 centimeters. Current status of the patient is unknown.